Event description:
Drug/diluent: unk. Fill volume: 104ml and flow rate: 2ml/hr. Procedure: unk. Cathplace: unk. Fast flow. Reported to have finished 12 hours earlier than expected. (Infused in 39 hours instead of 51 hours). Filled by nurse. Infusion initiated on (B)(6) 2011 and ended on (B)(6) 2011. Discovered by pt at home. Add'l info requested. No adverse event occurred. Per dfu: nominal flow rate: 2ml/hr. Nominal fill volume: 100ml. Maximum fill volume: 125ml. The infusion delivery time is 48 hours, 2 days when filled to nominal volume and flow rate.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. A review of the device history records (DHR) was conducted for the lot number and incident reported. The device passed all mfg specs prior to release. Results: without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a follow-up report will be filed. Add'l model # - lt 100-48.